Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported that insulin pump is damaged and not working. Customer reported that the insulin pump is cracked with scratches on the screen. Customer stated that the bolus history is not recording her history. Upon reviewing bolus history, it was found that the history skipped two days. Customer advised that she did not skip any days using the pump. Customer stated blood glucose rose over 600 mg/dl. Customer's current blood glucose reading was 363 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. No history anomaly was noted. No reset error alarm or reset anomaly was noted during testing. The insulin pump passed the reset error test. The test transmitter communicated properly to the insulin pump. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and cracked reservoir tube.